Event description:
Hill-rom received a report from the account stating the nurse call would not work. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill rom tech found the hand pendant to be the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the pendant to resolve the issue. Based on this info, no further action is required.